Event description:
Patient was seen in clinic and presented with high lead impedance so their device was turned off and x-rays were ordered. Per the x-ray report, the leads appear to be intact. There was no reported recent patient trauma. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Information received noting that the explanted devices were discarded.